Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation or service, as there was no specific serial number provided. The cause of the reported event could not be determined. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess and observe the facilities reprocessing practice and to provide reprocessing training if necessary. On august 27, 2014 the user facility declined the on-site visit.

Event description:
Olympus received a legal document on october 17, 2016 alleging that a patient developed carbapenem-resistant enterobacteriaceae (cre) infection after undergoing multiple endoscopic retrograde cholangiopancreatography (ercp) procedures using an unspecified duonevideoscope (tjf-q180v and/or tjf-160vf) between (B)(6) 2014 at (B)(6) medical center in (B)(6). The patient expired on (B)(6) 2014. This is report 1 of 2.